Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was evaluated at omsc. Omsc checked the subject device and confirmed the reported phenomenon (adhering the foreign matter to the outlet of the nozzle). As a result of the component analysis of the foreign matter, sodium hydrogen carbonate was detected. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc surmised that sodium hydrogen carbonate was derived from alkaline detergents or antacids and so on which had been remained on the subject device after the reprocess, but omsc could not be identified from this analysis. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that foreign matter had adhered to the outlet of the nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.